Event description:
The pulse oximeter lost its waveform and the o2 saturation dropped to 85% and stayed there for 45 seconds to a minute. Several nurses were called into the room to witness the dropout. The patient had a nasal cannula inserted and was being administered 100% oxygen. Masimo was brought in and the problem was determined to be with the software in the ge dash monitor. Ge offered a temporary "fix" that included changing the defaults in the monitor but that method was rejected since this process had to be repeated after every patient discharge or reboot of the monitor. Ge has promised a software fix by the end of september 2005. Ge should warn every ge dash/masimo pulse oximeter customer of the possibility of dropout.